Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the ring near reservoir has fallen off and low insulin alarm is not working. Customer's blood glucose level was unknown at the time of incident. Customer stated that the no delivery alarm is not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Unable to run basic occlusion test to confirm no delivery alarm due to reservoir tube lip completely broken and missing the black o ring. Device passed self test no audio or vibrate anomaly noted.